Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was abandoned surgically. Additional information indicates that during device replacement, it was noted that the rv lead had been twiddled extensively and the physician was not able to straighten it with a stylet. There was no dislodgement noted. Increased in threshold measurement was observed however, impedance and sensing were normal. No additional adverse patient effects were reported.